Event description:
Reporter alleged the advantage system generated a blood glucose result of 875 mg/dl which is outside the 10-600 mg/dl numeric reading range of the system. No actions were reported taken or treatment received. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.